Event description:
It was reported that an occlusion alarm occurred. The customers blood glucose (bg) ranged from 396-432 mg/dl. The customer administered a manual injection to address their bg. Customer changed pump supplies to address the issue.